Event description:
The patient reported that they had started passing out. The patient stated being told that the bottom lead was not capturing. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 implantable pacing lead, (B)(6) 2011; vedr01 implantable pulse generator, (B)(6) 2011. (B)(4).